Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient¿s pump and catheter were replaced due to a suspected malfunction. There was an inability to both aspirate the catheter and inject dye. During the replacement surgery, it appeared that the catheter was plugged at the distal/proximal connection. An occlusion was noted as the reason for the catheter removal. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. It was stated that the patient recovered without sequela. No further details were provided at the time of this report. A follow-up report will be filed if additional information is provided.